Event description:
The pantera leo was intended to treat a lesion in a proximal lad. It was not possible to inflate the balloon.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. During the investigation both the inflation lumen and the guide wire lumen were found to be sliced open starting at the guide wire exit port. Due to this damage pattern the device could not hold pressure. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was manufactured according to specification and delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no material- or manufacturing related root cause was determined. It seems possible that the observed behavior is a consequence of pulling the guide wire while the guide wire exit port is outside of the guiding catheter, which is warned against in the IFU.